Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging that keypad up, down, and ok button presses did not activate desired pump functions. The patient indicated that he first noticed the issue that afternoon when he was about to change the cartridge. The alleged issue was not resolved with troubleshooting. The patient rebooted the pump but could not get past the verification screen. As a result of the alleged issue, the patient claimed that he developed a blood glucose (bg) level of "310 mg/dl" with symptoms of feeling a little thirsty. The patient stated that his bg level was within normal limits before the alleged keypad issue began. His target range is "80-130 mg/dl." The patient denied that the pump suffered any trauma. The patient did not report seeking or receiving medical intervention. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump would not respond properly to keypad button presses and he developed an elevated bg level with a symptom that can be associated with severe hyperglycemia.

Manufacturer narrative:
Follow-up #1 date of submission 07/20/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow, down arrow, and ok keypad buttons are unresponsive. The bolus button was also found to be unresponsive. The bolus button was removed a bolus button short was observed. When the short was repaired, all buttons responded appropriately. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.